Event description:
Additional information received reported that the patient never had therapeutic effect from his implantable neurostimulator (ins), and caused more problems following implantation than before. Prior to implantation, the patient vomited 2-3 times per week, and after, the patient had nausea and vomiting daily. He also had swelling and pain at the implant site. The patient had issues before the implant, including an ulcerated stomach which had "only 4%" functionality and "a third of it removed" and pancreatitis. The patient's physician wanted to scan the patient's bile tree and pancreas. It was planned that the implant and the patient's stomach will be removed in conjunction with a pancreas operation on (B)(6) 2012. Additional information received on (B)(6) 2012 from the health care professional reported that the cause of the event was due to the patient experiencing gastroparesis symptoms. No abnormal impedance measurements were reported. On (B)(6) 2012, the ins was turned off per patient and physicians request. At the time of the report, surgical intervention had still not yet occured. If additional information is received, an additional follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported patient had pain at the internal neurostimulation (ins) site, nausea and vomiting. Erosion was also reported but not noted as to where. The patient had effective therapy the first month. Six months ago the patient started having nausea and vomiting. About 2 months ago the vomiting and nausea was daily. The patient also reported constant pain at ins site since implant. The pain was reported to the patient's physician who, according to the patient, said that this is normal for pain at the site and close to the skin surface. Patient was reprogrammed increasing the ins amplitude. The pain at the ins site, nausea and vomiting persisted. More recently, the patient experienced a 5 second shocking or jolting sensation while shopping at walmart. A warm sensation was felt at the ins site before the jolting sensation. The patient has not felt another jolting sensation since the original incident. The week of (B)(6) a lead check was done by a health care professional and no issues were found. Patient outcome was not provided. If additional information is received, a follow up report will be sent.